Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 6/21/2021 h.6. Investigation: a device history review was conducted for lot number 9291999. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample submitted to our facility was analyzed by our team of quality engineers. After subjecting the foreign material to composition testing, they were able to determine that the material was most likely paper residue from the packaging process. To prevent a reoccurrence of this issue, our engineers have issued a awareness alert to the appropriate personnel and managers. Unfortunately the reported burrs could not be identified on the submitted device, and therefore a root cause could not be determined at this time.

Event description:
It was reported that pegasus 24ga x 0.75in ss slm npvc had foreign matter. This occurred on 18 occasions. The following information was provided by the initial reporter: the black spots foreign body and burrs were in the indwelling needle joint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pegasus 24ga x 0.75in ss slm npvc had foreign matter. This occurred on 18 occasions. The following information was provided by the initial reporter: the black spots foreign body and burrs were in the indwelling needle joint.